Manufacturer narrative:
(B)(4). Additional manufacturer narrative: suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. The root cause of this event cannot be confirmed with the available information; however, there has been no indication or allegation of a product malfunction. It appears that the root cause of this event was likely due to a technical related factor at the original time of valve implantation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a tricuspid valve, implanted eight (8) days, was explanted due to regurgitation, secondary to suture looping. This patient initially had tvr for endocarditis. During explantation, it was evident that suture entrapment around a strut had restricted leaflet motion. The explanted device was replaced with another edwards bioprosthetic valve. The patient also presented with chb and required ppm placement. The patient was returned to the ICU in good condition.